Manufacturer narrative:
Returned file is actually broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a proglider file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the file was retrieved and there was no injury to the patient.